Event description:
The pt rec'd two leads with the same lot number. It was reported the pt requested reprogramming to obtain simultaneous coverage of his back and legs. F/u revealed reprogramming was unsuccessful as stimulation was only captured in both legs, but no back coverage. Further investigation identified stimulation will be utilized for the legs and facet injections for low back pain.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.